Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of motor not working was confirmed. The alarm was in the event history log and during occlusion testing, the complaint was substantiated. This was isolated to impact knocked the main board out of alignment in the extrusion. Customer knocked the main board out of alignment. Action was taken to algin main board into grove of the extrusion. The physical condition of device when it arrived, revealed top case front corners dented, bottom case cracked in battery bay. Gap between the top and bottom case in the back. Summary of repairs included: replaced top and bottom case due to physical damage. Replaced left plunger case due to cracked screw boss. Replaced plunger case seal due to old worn part. Replaced battery due to cpi cycles above 80 hex (ff). Cleaned, greased; calibrated device and performed all functional tests which passed.

Event description:
Information received a smiths medical motor is not working. No adverse patient events reported.